Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was not delivering energy. In this state the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's white energy capacitor wire was found disconnected from the j18 spade connector. The cause of the reported issue was determined to be the disconnected connector. A replacement device was sent to the customer. The returned device was archived by stryker.